Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: multiple unexplainable por events were observed in the black box history. The battery compartment was found to be cracked on the side, extending from the threads down to the case seal. No evidence of moisture was found inside the battery compartment. The returned cartridge cap and battery cap was used to complete the investigation. The returned battery cap threads were found to be damaged; however, the battery cap contact height and width measurements were found to be within the required specifications and the battery cap was still able to secure to the pump and maintained electrical connection. The battery cap was unscrewed half a turn with no power loss. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The reported ¿power¿ issue was not duplicated; however damage to the battery cap and battery compartment were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and there was no indication that the yellow o-ring was visible. The battery cap reportedly was replaced approximately 4 to 6 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.